Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported unspecified tissue injury appears to be related to procedural conditions. Based on available information, the reported mr appears to be a cascading event of the reported tissue injury. Additionally, the reported patient effects of mr and unspecified tissue injury are listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medication was administered as a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a restricted posterior leaflet. A steerable guide catheter (sgc) and a mitraclip xtw were prepared for use, inserted, and placed on the valve. It was noted that during the procedure, the patient was asleep with a short-acting anesthetic, propofol, and during deployment, the physician began tapering off the short-acting anesthetic, causing the patient to become fully awake. However, while establishing final arm angle for the second time, the non-intubated patient took a very deep breath, causing a big tear in the anterior mitral leaflet (aml). The clip was implanted. The patient was treated with medication. The procedure was completed with one clip implanted, and the mr remained at a grade of 4. There was no clinically significant delay in the procedure. The patient was reported to be stable after the procedure.